Event description:
Oversensing was due to post sensed t-waves, rather than post paced.

Manufacturer narrative:
Correction: oversensing was due to post sensed t-waves, rather than post paced.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing and amplitude variation. The device will continue to be monitored. The patient was stable and asymptomatic.